Event description:
It was reported that the 3.5x15 mm xience v was advanced to an unspecified artery; however, when placed at the lesion, the stent delivery system (sds) balloon would not inflate. No leaks were noted in the shaft or the balloon during the attempted inflation. No resistance was reported during advancement or retraction of the sds in the patient. The device was removed from the anatomy and tested and the balloon would still not inflate. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v noted the undamaged stent implant was stationary on the between the markers of the tightly folded balloon. The outer-member was stretched and wrinkled 4.2cm distal to the strain relief tubing. An indeflator filled with water was used in an attempt to pressurize the balloon; however, the fluid did not advance passed the damaged outermember, thus confirming the complaint. In this case, there was no report of any damage noted during inspection prior to use, or any note of a leak/anomalies noted during preparation prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is most likely that the outer-member became damaged during the procedure as a result of interactions with the lesion/anatomy or accessory devices, which subsequently resulted in the failure to inflate. Factors that can contribute to difficulty/failure to inflate include but are not limited to patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, contrast dilution, accessory device support, and/or damage to the device. To ensure this type of event is not the result of a product quality deficiency, all stent delivery systems are 100% inspected for damage and leak tested prior to packaging, and a sampling of units is destructively tested to verify inflation to rated burst pressure prior to release. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.